Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , g.3 , h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare reported capsular contracture baker grade IV for right side device. Device remains implanted. Unspecified medication was given for 4 months to address patient's pain.